Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a spare lamp notification and temperature notification indicating the issue might have been a fan issue. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the front panel mouth is chipped, corrosion on lamp door, top cover rusted, front panel chassis rusted, bottom chassis rusted, the power switch housing is cracked, there is significant dust accumulated on the lamp housing fan, worn-out socket slider switch causes intermittent use of high intensity mode, there is heavy dust on socket and corrosion inside scope socket tubing, the non-olympus lamp life meter is reading at 100+hours light intensity output measured out of range and the lamp has insufficient heat compound. The third-party lamp does not fit properly on heat-sinks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.